Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x32mm synergy¿ drug-eluting stent was selected for use. During preparation, while removing the stent protector, it was noted that the stent was completely damaged. The procedure was completed with a different device. No patient complications were reported.